Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for loosening of the talar dome.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for loosening of the talar dome.

Manufacturer narrative:
The reported event could be confirmed since images of CT scans were provided and shows signs of loosening around the talar component. A medical professional reviewed the received information and noted the following: ¿cysts and cavities around the talar implant make a loosening likely. The tibial component looks okay. The pe-liner cannot assessed directly, but there are no clear signs for breakage or dislocation.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was caused by the presence of cysts and cavities around the talar component. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.